Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient experienced painful foot stimulation after the patient had a hardware removed from a nondevice related foot surgery. The patient underwent an explant procedure and was doing postoperatively. The explanted ipg was not returned per hospital policy.